Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 0001822565-2019-02249. The initial report was submitted in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001822565-2019-02249.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of 0001822565-2019-02249. The initial report was submitted in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001822565-2019-02249.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor handle fractured into two pieces during a procedure. No adverse events have been reported as a result of the malfunction. The procedure was finished with another instrument. Attempts have been made and no further information has been provided.